Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, keep shutting down in middle of transaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keep shutting down in middle of transaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes section d unique identifier (UDI), medical device model, brand name, medical device catalog, medical device serial, section b describe event or problem, section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went down and repeatedly shut off in the middle of the transaction. A technical support specialist dialed into the station, checked the log and found battery power failure. A field service engineer diagnosed the device, replaced the power supply to resolve the issue and confirmed from the customer that the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.